Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifteen (15) homechoice casettes had a "4mm cut in the patient line near the white cap". The was observed during set up for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d10, h3, h6. H10: one (1) actual sample was received for evaluation. The other 14 samples were not received and therefore, could not be evaluated. A visual inspection with the naked eye was performed on the returned sample which noted a surface mark approximately 1/2 inch from the heat seal bead only and no leak noted. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.